Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve was explanted after 4.4 years due to valve. At the time of explant was reported that the valve was heavily calcified and with thickened stenosis. After the mitroflow explant a sorin mechanical valve was implanted.

Manufacturer narrative:
The results of the investigation are summarized in the attached technical report. This mitroflow valve was explanted after 4 years and 4 months for a reported prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and an inadequate leaflets coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors (hyperlipidemia) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 21 april 2014 that a mitroflow valve was explanted after 4.4 years due to valve. At the time of explant was reported that the valve was heavily calcified and with thickened stenosis. After the mitroflow explant a sorin mechanical valve was implanted.

Manufacturer narrative:
Method: device history records, histological analysis is still on-going. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Conclusion: no final conclusion can be reported at this time because the investigation is still on going.